Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after a clinician increased the target range overnight to reduce insulin dosing, with the user later requesting a return to the prior setting; the user reported urgent low soon and low glucose alerts, a nadir of 60 mg/dl, a peak of 259 mg/dl earlier in the day, no bedtime snack or extra exercise, and no meal announcements, and treated the event with oral glucose, after which glucose rose to 114 mg/dl. Symptoms included low glucose with urgent low alerts. Outcomes included self-treatment with oral carbohydrates and recovery without hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported, no device component failure identified, and that the cause of the hypoglycemia was unclear given behavioral and algorithmic factors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.